Event description:
It was reported that during an upgrade procedure to a bi-ventricular pacing system, the implantable pacing lead impedance suddenly decreased to a low measurement and there was a loss of pacing. The pacing dependent patient had an asystole. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).